Event description:
During a procedure, four spin screws had broken under the head during insertion into the bone. There are two screws having the same product ID 112013, and lot # eogm. This MDR is linked to MDR# 9615741-2006-00007 and MDR# 9615741-2006-00009.